Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band 2 was returned for product evaluation. The returned sample included the band assembly. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 2ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on one side of the tubing channel on the tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that tr band was applied after a brief test. Test was positive. They applied the tr band and within a few minutes the band was leaking, and the patient was bleeding from the radial artery. The nurse held pressure to stop the bleeding and the tech re-applied a second tr band that held air and the patient was sent to recovery. The estimated blood loss was less than 250cc. Patient has recovered normally. The procedure was completed successfully. Additional information was received on 26 may 2023: the person testing the tr band prior to applying it to the patient did not press or apply pressure on the balloon during testing, therefore it was not leaking. The procedure was a radial to peripheral leg angio. 18ml's of air were injected into the tr band when it was applied. Immediately after the procedure was when the tr band started to deflate. The device was not manipulated before use in any way - pre-use or during storage. Product was stored in the normal storage cabinet that they have been storing the tr band in for years.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. E3: occupation: rn, cath lab director. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.